Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not showing the numbers on the screen. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b5, b6, b7, d10, e1(initial reporter, email address), e2, e3, h6 ( clinical code, impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse carried out function check on arrival with engineers trainer. All readings displayed were normal and system passed function check. Carried out full pm checklist and unit passed all functional and safety checks and operates as normal. Fse have advised the customer to replace their transducer leads if fault returns. Device returned to customer and cleared for clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not showing the numbers on the screen.